Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father called to report his daughter's blood glucose reached 400mg/dl less that 24 hours after the pod was activated. The pod was deactivated and she noticed the cannula was kinked.